Manufacturer narrative:
The customer was hospitalized for alleged high bgs (hyperglycemia) and power loss alarm on (B)(6) 2024 on the primary svn (B)(6). On svn (B)(6) the customer reported alleged high bgs/dka on (B)(6) 2023. On svn (B)(6) the customer reported alleged unexpected battery power loss and high bgs on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The following were noted during visual inspection: scratched display window cover, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump received with an energizer alkaline battery installed. No damage noted on the original battery cap. Please see data pertaining to svn (B)(6) and event date 09-jan-2024 below. There were no boluses listed on the event date 09-jan-2024 on the primary svn (B)(6). Please see below for the daily total of all insulin delivered on the event date 09-jan-2024 in the pump history file on the primary svn (B)(6). (B)(6) 2024 00:04:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered: 0 (0 u) dailytotalofbasalinsulindelivered: 0 (0 u) dailytotalofbolusinsulindelivered: 0 (0 u) there were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 09-jan-2024 in the pump history file on the primary svn (B)(6). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 09-jan-2024 in the pump history file on the primary svn (B)(6). (B)(6) 2024 23:15:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2024 08:46:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) (B)(6) 2024 08:56:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) (B)(6) 2024 09:10:35.000 batteryremoved (55) (B)(6) 2024 09:10:35.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2024 09:14:02.000 batteryremoved (55) (B)(6) 2024 09:14:09.000 batteryinserted (44) (B)(6) 2024 23:53:09.000 batteryremoved (55) (B)(6) 2024 23:53:09.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2024 00:03:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2024 00:04:04.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) (B)(6) 2024 00:14:00.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) (B)(6) 2024 01:00:39.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6) 2024 01:00:47.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6) 2024 01:10:00.000 alarmalertnotification (40) faultnumber: battoutlimit (6) earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 12:10:00 am. There was no power data available for the event dates of 01/02/2024 to 01/03/2024. Unable to check power data for low battery alert and replace battery alert/changebatteryfault (73). Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. Lowbatteryalert (104) unknown. Changebatteryfault (73) unknown. Pump error 23 not confirmed. Battoutlimit (6) not confirmed. Please see data pertaining to svn (B)(6) and event date 21-aug-2023 below. Please see the bolus listed on the event date 21-aug-2023 in the pump history file on svn (B)(6). (B)(6) 2023 22:52:29.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 108000 (10.8 u) bolusamountdelivered: 108000 (10.8 u) please see below for the daily total of all insulin delivered on the event date 21-aug-2023 in the pump history file on svn (B)(6). (B)(6) 2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6) 2023 00:00:00.000 dailytotalofallinsulindelivered: 126750 (12.675 u) dailytotalofbasalinsulindelivered: 18750 (1.875 u) dailytotalofbolusinsulindelivered: 108000 (10.8 u) there were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 21-aug-2023 in the pump history file on svn (B)(6). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 21-aug-2023 in the pump history file on svn (B)(6). (B)(6) 2023 12:12:00.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during basal (B)(6) 2023 12:22:00.000 alarmalertnotification (40) faultnumber: nodeliveryafterestimatezero (8) - during basal the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. Nodelivery not confirmed. Please see data pertaining to svn (B)(6) and event date 29-nov-2023 below. Please see the bolus listed on the event date 29-nov-2023 in the pump history file on svn (B)(6). (B)(6) 2023 14:35:29.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 250000 (25 u) bolusamountdelivered: 250000 (25 u) please see below for the daily total of all insulin delivered on the event date 29-nov-2023 in the pump history file on svn (B)(6). (B)(6) 2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: (B)(6) 2023 13:32:03.000 dailytotalofallinsulindelivered: 391750 (39.175 u) dailytotalofbasalinsulindelivered: 141750 (14.175 u) dailytotalofbolusinsulindelivered: 250000 (25 u) there were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 29-nov-2023 in the pump history file on svn (B)(6). Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 29-nov-2023 in the pump history file on svn (B)(6). (B)(6) 2023 02:46:00.000 alarmalertnotification (40) faultnumber: changebatteryfault (73) (B)(6) 2023 03:17:00.000 alarmalertnotification (40) faultnumber: offnopower (11) (B)(6) 2023 03:27:00.000 alarmalertnotification (40) faultnumber: offnopower (11) (B)(6) 2023 03:28:04.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) (B)(6) 2023 03:30:29.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6) 2023 03:30:37.000 alarmalertnotification (40) faultnumber: battoutlimit (6) earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 12:10:00 am. There was no power data available for the date of (B)(6) 2023. Unable to check power data for changebatteryfault (73) and offnopower (11). Pump error 23 and battery out limit alarm were expected due to the pump reset. (B)(6) 2009 00:00:03.000 timereset (2) eventtype = 2 sourceid = 0 historyrecordlength = 19 systemtime = (B)(6) 2009 00:00:03.000 newsystemtime: (B)(6) 2023 03:28:00.000 the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Changebatteryfault (73) unknown. Offnopower (11) unknown. Pump error 23 not confirmed. Battoutlimit (6) not confirmed. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia). Unexpected battery power loss unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 300 mg/dl at the time of the event and the customer was treated with emergency medical service and emergency response visit. Troubleshooting was performed and it was also reported insulin pump was showing a power loss alarm and customer was able to clear the alarm and haven't received request to rewind pump also received multiple power loss alarms when batteries are out of the pump less than 10 minutes it was verified that the pump was utilized within 48 hours of the event along with no active automode feature. No further patient complications were reported. The customer will discontinue using the device and the device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.